Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: device has not been returned to manufacturer. Device evaluation: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted.

Event description:
It was reported that during use the cassette was not recognized by the device. No adverse patient effects were reported.